Event description:
It was reported that the implantable cardiac defibrillator (ICD) was beeping due to the elective replacement indicator (eri) it was also reported the ICD had battery depletion within 31 months. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed that battery depletion was indicated (eri), with a time of rrt on 01-jan-2012, device rrt<=2.6251 volt. The weekly battery voltage trend data shows min bat=2.630 to 2.616 volts minimum between 26-dec-2011 and 02-jan-2012. There was 1 - patient alert for low battery voltage on 01-jan-2012 02:15:00.